Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient¿s system turned off when going through security detection at a shop. In addition, the patient had symptoms and side effects, such as parkinson¿s and depression, when having a different setting for the therapy. With the patient¿s current settings there were no side effects anymore. The patient¿s indications for use were unknown at this time. There was also no reported intervention or outcome, so additional information was requested. If additional information is received a supplemental report will be sent.